Event description:
It was reported that a patient underwent a sling procedure in the hammock position on an unknown date. One year after the procedure, the patient complained of pain with intercourse at the left pubic ramus. Premarin cream was used, but without improvement. The patient was returned to the operating room where a portion of the tape was resected at the site of the pain. The pain improved but was not eliminated. The surgeon is considering possible neurolysis injections.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.